Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of fluid on the lungs and death, as the patient was undergoing ccpd therapy when they expired. The peritoneal dialysis registered nurse (pdrn) reported the definitive cause of death is unknown, as the end stage renal dialysis (esrd) death notification and death certificate were not received. However, the patient had an extensive cardiac history, which likely contributed to their death. The pdrn and patient contact, both reported the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease accounts for the most deaths among the esrd population. Based on the information available, the liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse events.

Event description:
On (B)(6) 2021, fresenius became aware this (B)(6)-year-old female peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt), expired on (B)(6) 2021 while undergoing ccpd therapy. The patient contact reported the events were unrelated to the liberty select cycler (despite having just initiated therapy), as the patient¿s cause of death was reportedly ¿fluid on the lungs.¿ during follow-up, a pd registered nurse (pdrn) confirmed the patient passed away at home after undergoing 58 minutes of ccpd on (B)(6) 2021. The pdrn stated the liberty select cycler¿s return status is unknown, however they reviewed the treatment data and found no issues with the patient¿s final treatment. The patient¿s electronic medical record has been closed due to the patient¿s passing, and the pdrn never received the esrd death notification or death certificate. The patient was taken directly from their residence to the funeral home, so there is no discharge summary or autopsy report which exists. The pdrn stated the patient¿s official cause of death is unknown (aware patient contact reported fluid on the lungs); however, the patient had an extensive cardiac history which likely contributed to the events. The pdrn stated there is no allegation a fresenius device(s) and/or product(s) caused or contributed to the patient¿s passing. The pdrn reported the patient passed peacefully in their sleep and had a ¿do not resuscitate¿ (dnr) order in effect.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2021, fresenius became aware this 73-year-old female peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt), expired on (B)(6) 2021 while undergoing ccpd therapy. The patient contact reported the events were unrelated to the liberty select cycler (despite having just initiated therapy), as the patient¿s cause of death was reportedly ¿fluid on the lungs.¿ during follow-up, a pd registered nurse (pdrn) confirmed the patient passed away at home after undergoing 58 minutes of ccpd on (B)(6) 2021. The pdrn stated the liberty select cycler¿s return status is unknown, however they reviewed the treatment data and found no issues with the patient¿s final treatment. The patient¿s electronic medical record has been closed due to the patient¿s passing, and the pdrn never received the esrd death notification or death certificate. The patient was taken directly from their residence to the funeral home, so there is no discharge summary or autopsy report which exists. The pdrn stated the patient¿s official cause of death is unknown (aware patient contact reported fluid on the lungs); however, the patient had an extensive cardiac history which likely contributed to the events. The pdrn stated there is no allegation a fresenius device(s) and/or product(s) caused or contributed to the patient¿s passing. The pdrn reported the patient passed peacefully in their sleep and had a ¿do not resuscitate¿ (dnr) order in effect.

Manufacturer narrative:
Correction: b5.

Event description:
It was reported that this 73-year-old female peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt), expired on (B)(6) 2021 while undergoing ccpd therapy. The patient contact reported the events were unrelated to the liberty select cycler (despite having just initiated therapy), as the patient¿s cause of death was reportedly ¿fluid on the lungs.¿ during follow-up, a pd registered nurse (pdrn) confirmed the patient passed away at home after undergoing 58 minutes of ccpd on (B)(6) 2021. The pdrn stated the liberty select cycler¿s return status is unknown, however they reviewed the treatment data and found no issues with the patient¿s final treatment. The patient¿s electronic medical record has been closed due to the patient¿s passing, and the pdrn never received the esrd death notification or death certificate. The patient was taken directly from their residence to the funeral home, so there is no discharge summary or autopsy report which exists. The pdrn stated the patient¿s official cause of death is unknown (aware patient contact reported fluid on the lungs); however, the patient had an extensive cardiac history which likely contributed to the events. The pdrn stated there is no allegation a fresenius device(s) and/or product(s) caused or contributed to the patient¿s passing. The pdrn reported the patient passed peacefully in their sleep and had a ¿do not resuscitate¿ (dnr) order in effect.